Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor is broken as the needle is missing. Incident occurred during insertion. However, the sensor was not inserted. Customer's blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.